Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. It was reported that the pump had a volume discrepancy at the pump refill. The date of the refill was not provided. They were expecting 16.1 ml back and got 14 ml. This was the first time they were seeing a discrepancy, so they refilled the pump like normal and were going to keep an eye on the pump for any future discrepancies before further troubleshooting. On (B)(6) 2020, additional information was received from an healthcare professional (hcp) and manufacturer representative (rep). It was reported the volume discrepancy occurred on (B)(6) 2020 at a refill. The hcp clarified that the estimated reservoir volume (erv) was 6.1 ml and not 16.1 ml. The patient had no symptoms.